Event description:
Customer reported issues with the insulin pump. Customer states that there is a blank display. The blood glucose reading is 193 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The was pump received with normal operating currents. The pump was monitored and no blank display was noted. No damage was found on the lcd isolation tape. Visual inspection showed that damage was to the battery tube threads and not the battery cap as reported by user. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.